Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate generator and the smartablate generator started to deliver energy with no user interaction. The ablation catheter was in the pulmonary vein when the smartablate generator started to deliver energy with no user interaction. It was stated that they believed that the foot pedal may have been closer than 1.5m to the lab magnets which led to the generator delivering energy. Ablation duration was 6 seconds however the procedure was completed without any negative consequence to the patient. The temperature recorded by the generator during the procedure was also too low. The temperature recorded during mapping was 31-32c and 31-34c during ablation with 17m/l irrigation at 40w. Upon request, additional information was received on the event. The system did not allow ablation when the temperature was below the low cutoff value. The saline bag is stored at room temperature in the hospital. The issue was resolved by switching to a stockert generator. The reported issue of the generator delivering energy with no user interaction is indicative of a reportable event.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that generator started to ablate by itself. The ablation catheter was in pulmonary vein when the generator started to deliver energy with no user interaction. It was found that foot pedal may have been closer than 1.5m to the lab magnets which led to the generator delivering energy. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the smartablate generator. The smartablate foot pedal has two magnetic based switches. When the foot pedal is located close to the stereotaxis magnets, in specific orientation of the magnets and specific orientation of the foot pedal (not facing the physician) the stereotaxis magnets may cause the foot pedal to act as if an operator pressed it. An internal corrective action has been opened to investigate the foot pedal delivering radiofrequency by itself.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).